Event description:
During a procedure involving one resolute onyx rx coronary drug eluting stent, the stent failed to cross the lesion. The right coronary artery (rca) was tortuous with diffuse lesions in the proximal and mid segment. The device was inspected with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. The stent was advanced to the mid segment of the rca and after multiple attempts the device failed to pass the tortuous lesion. Therefore, a new stent was used instead and the procedure was successfully completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands as per position specification with deformation evident to the proximal stent wraps with stents raised. Mild deformation evident to the distal tip, a guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.